Event description:
Customer received one patient sample where the free psa results do not correlate with the total psa results, and are discrepant from results generated from the abbot architect. The patient sample was repeated multiple times on the e-modular; only the following results were provided: initial free psa gave 0.18; repeat gave 0.16 ng per ml. Initial total psa gave 10.27; repeat gave 9.8 ng per ml. A new sample was obtained from this same patient and analyzed for free psa and total psa giving same results - actual results not provided. The initial sample was run on an abbot architect, giving a total psa result of 0.68 ng per ml and a free psa result of 0.025 ng per ml. No information provided to determine if patient was adversely affected due to the results. If additional information is received, appropriate notification will be provided.